Event description:
It was reported that while using the bd phoenix¿ ap that there was contamination. The following information was provided by the initial reporter: panels coming from the phoenix ap are often infected with pseudomonas. The system has been decontaminated, the consumables have been replaced. The customer has installed an attachment with a 3d printer to ensure that the tubing is positioned correctly and is therefore reasonably certain that this cannot be the cause. To be sure, the customer will clean the peripherals around the device.

Manufacturer narrative:
H6: the complaint of "pseudomonas contamination" was received against instrument phoenix ap material number: 448010, serial number: (B)(6). Bd remote assistance provided instructed customer to decontaminate the instrument and remove all consumables which resolved the issue. Instrument was found to be operational and released to the customer for regular use. This complaint is an unconfirmed failure of the bd product. The root cause was unable to be determined as no materials were received for investigation. Device history record review for the instrument (B)(6), is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples were not received by quality for investigation and thus, returned material investigation could not occur.bd quality will continue to closely monitor for trends associated with this complaint.

Event description:
It was reported that while using the bd phoenix¿ ap that there was contamination. The following information was provided by the initial reporter: panels coming from the phoenix ap are often infected with pseudomonas. The system has been decontaminated, the consumables have been replaced. The customer has installed an attachment with a 3d printer to ensure that the tubing is positioned correctly and is therefore reasonably certain that this cannot be the cause. To be sure, the customer will clean the peripherals around the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.